Event description:
The initial attorney report alleged pain due to defective mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2002 - repair of two ventral incisional hernias using two composix kugel meshes. One was placed in the ruq and other was placed midline infraumbilical. (B)(6) 2003 - (B)(6) 2007 - multiple hospital admissions (4) for small bowel obstruction. A general surgery consult given on the last admission noted that the hernias had not recurred and discussed with the patient to lyse adhesions fraught with the risks fo surgery. He also explained the composix kugel mesh recall. The patient declined further surgical treatment.

Manufacturer narrative:
Initially, one event was reported by the patient's attorney. However, review of the medical records showed there to be an additional implant. Based on the information available at this time, no definitive conclusions can be made. A possible seroma was noted on a CT scan one month post implant, seroma is identified as a known possible adverse reaction in the products IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The other composix kugel mesh implanted on (B)(6) 2002, was reported to the FDA in accordance with (B)(4).